Event description:
It was reported that a shaver was bent and left metal shavings in a pt. The surgeon reported it was necessary to remove additional tissue in order to retrieve all of the shavings.

Manufacturer narrative:
Final device investigation of the shaver revealed the inner shaft of the device was bent and metal shavings were present. The inner shaft contacted the outer shaft during rotation. This type of damage can be related to torquing of the device during use.